Manufacturer narrative:
Analysis received the unit with no button response due to flattened dome switch. There was no frozen screen or black screen noted. Analysis was unable to verify no delivery alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was unresponsive. The customer's blood glucose was 147 mg/dl at the time of incident. The insulin pump will be returned for analysis.